Event description:
It was reported a pd patient was experiencing drain complication. Upon follow up with the pdrn, it was confirmed the patient had the pd catheter (not a fresenius product) replaced due to malfunctioning pd catheter. The nurse stated the patient did not have any adverse effects from use of any fresenius device, product or drug. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).